Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the coronary unit. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause was determined to be depleted main batteries as a result of user error. The main batteries and harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed the device has not previously been sent in for the reported condition; however, the main batteries and harness were replaced during previous servicing of the device. A device history review revealed that during manufacturing an incorrect screw was used. The screw was replaced and the device passed all testing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.